Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from (B)(6) alleged generating a discrepant result for sars-cov-2 while using a cobas sars-cov-2 & influenza a/b nucleic acid test (m/n: 09211101190, b/n: 01022z) for use on the cobas liat system in comparison with the pockit test and cepheid genexpert. The roche positive results were reported out and no harm is being alleged. Upon review of the data provided, the alleged run could be confirmed:run # 1887 generated a positive result for sars-cov-2 (CT=32.3; ic CT=28.4) on (B)(6) 2021 while using reagent lot 01022z on instrument (B)(4). The customer then tested the patient with the pockit analyzer where the patient resulted negative. A later test was performed on the next day using the cepheid genexpert where negative results were generated once again. Note that new sample was collected for all three tests. Nasopharyngeal trafalgar (al167cs)- 1 ml virus inactivation medium was used, the customer is aware that this is off-label practice. Samples were tested immediately after collection and there have been no recent changes in personnel or workflow.the patient is a (B)(6) year old male with diabetes, liver disease and was admitted with dka/aki. It was provided through the case that the patient had potential exposure to the virus at a previous hospital admission sometime between (B)(6) 2021.a systems assessment was done on analyzer (B)(4). The sars-cov-2 target pcr curve shows normal amplification without any signal artifacts and the motion data is stable. The instrument is performing as expected.given the totality of the information provided in this case, it appears that there was true amplification of the sample. An investigation on the alleged reagent was performed and no issues were identified.

Manufacturer narrative:
A systems assessment was done on analyzer (B)(4). The sars-cov-2 target pcr curve shows normal amplification without any signal artifacts and the motion data is stable. The instrument is performing as expected.given the totality of the information provided in this case, it appears that there was true amplification of the sample.an investigation on the alleged reagent was performed and no issues were identified.(B)(4)